Manufacturer narrative:
(B)(4). No iab parts was returned to teleflex chelmsford for investigation. The reported complaint of iab fos would not zero is not able to be confirmed. The root cause of the complaint is undetermined. The specific serial number/lot number was not reported, but a device history record (DHR) review was conducted for the lot numbers shipped to this account with no relevant findings. All devices passed manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends. Other remarks: a fiber optic sensor (fos) not connecting, cannot in itself cause or contribute to a patient death or serious injury, the fos is a portion of the catheter that monitors the patient's arterial pressure. When the fiber optic pressure signal is not available, the intra-aortic balloon (iab) is still able to be used since an arterial pressure signal is available through the central lumen. Iab therapy continues to the patient uninterrupted. See MDR# 3010532612-2020-00153 (tc1900077106) as the report is related to the same patient.

Event description:
It was reported that when the intra-aortic balloon (iab) was in use on the patient and unhooked from one intra-aortic balloon pump (iabp) to another, the nurse was unable to get an fos zero. As a result, the iab was removed and a new iab was inserted using the same insertion site. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Other remarks: a fiber optic sensor (fos) not connecting, cannot in itself cause or contribute to a patient death or serious injury, the fos is a portion of the catheter that monitors the patient's arterial pressure. When the fiber optic pressure signal is not available, the intra-aortic balloon (iab) is still able to be used since an arterial pressure signal is available through the central lumen. Iab therapy continues to the patient uninterrupted. See MDR# 3010532612-2020-00153 ((B)(4)) as the report is related to the same patient.

Event description:
It was reported that when the intra-aortic balloon (iab) was in use on the patient and unhooked from one intra-aortic balloon pump (iabp) to another, the nurse was unable to get an fos zero. As a result, the iab was removed and a new iab was inserted using the same insertion site. There was no report of patient complications, serious injury or death.